Event description:
Customer reported that the top button was not functioning properly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting of the issue.